Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member was reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 400 mg/dl. Customer also stated that the product was not adhering. The insulin pump will be returned for the further analysis.